Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the low glucose alarm failed to triggered while wearing the adc freestyle libre 2 sensor. On (B)(6) 2020, because of the low glucose alarm not activating, the customer had a seizure and lost consciousness, and received unspecified treatment by a non-hcp. An emergency physician was called after the customer awoke, and the customer received unspecified medical treatment for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.